Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of blood via gravity. After an unspecified length of time in use, it was reported that when the nurse squeezed the blood pump cylinder of the tubing set, the proximal blood pump port separated from the cylinder. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.